Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided. Lot number: unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented with a loose screw. The doctor tried to tighten the screw and the screw became stripped. However, the doctor was able to remove the screw successfully.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. One (1) certain gold-tite hexed screw (iunihg) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU), and risk file. Based on the evaluation, device malfunction could not be verified. However, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Functional testing could not be performed due to the nature of events. Therefore, the reported events could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification. Additionally, the most likely cause for damaged drive feature of the screw has been attributed to unintended use / misuse of the device by the customer ¿ the device had been retightened although being a single-use device. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.